Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the omnipod dash controller/personal diabetes manager (pdm) frequently powered off or required a long press to boot and showed the operating system screen before it became usable. Additionally, the battery drained rapidly, sometimes becoming hot and depleting within about half a day to a day. No harm to the patient was reported and no medical assistance was required. A replacement pdm was issued to the patient.